Event description:
Procedure type: lap prostatectomy. According to the reporter: the device was opened and before they used the syringe to inflate the balloon, they found a small piece of metal that had fallen off the trocar. They thought that it was part of the locking system. A new instrument was used to complete the procedure. No pt injury was reported.